Event description:
Pt was in bed with bed rails up. Staff heard a noise and went to check on pt, found her lying on the floor beside the bed with her rt hand gripping the bottom of the side rail. Open fracture of the rt ulna and radius. Status prior to incident: pt was disoriented and delusional at times, diagnoses were neurotic disorder, depression, personality disorder, histrionic personality, organic brain syndrome, chf, schizophrenia.